Event description:
A report was received from the affiliate indicating that approximately seventeen months after cypher stent placement, a repeat angiography was performed for complaints of chest pain. Angiography revealed a 90% restenosis at aha1. Coronary artery bypass graft was performed to treat the lesion. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
A report from a clinical study indicates that a patient experienced restenosis after having coronary artery stents implanted. The patient's medical history is significant for hyperlipidemia, diabetes, peripheral vascular disease, previous pci and myocardial infarction. The target lesion was aha1, the proximal right coronary artery (rca). The lesion was described as highly calcified, not tortuous and the percent of stenosis was unknown. Two 3.50mm x 23mm cypher stents were implanted in aha1-2 in an overlapping fashion. The remaining procedural details are unknown. Eight months later, repeat angiography was conducted and restenosis was observed in the implanted stent in the proximal end. The lesion was ostial and 60% restenosed. The lesion was treated one month later by pre-dilation with a 3.0mm x 15mm balloon and the implant of a 3.5mm x 18mm cypher stent at 20 atms in the proximal end of the previous implanted cypher. Restenosis is a known potential adverse event associated with implanting coronary artery stents. The purpose of the cypher stent is to treat de novo lesions of length less than or equal to 30mm. The safety and effectiveness for the cypher has not been established in restenosed lesions. Review of the available information suggests the patient and or procedural factors and/or vessel/lesion characteristics may have contributed to the reported events. Please note that device is distributed outside the united states: however, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2005-00005 and 9616099-2008-01728. Any additional information will be submitted within 30 day of receipt.